Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that lv lead implant was difficult due to poor threshold, and twitching occurred even at good threshold positions, making implant difficult. Additionally, it was reported that the lv lead poor thresholds were due to anatomical reason.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, an left ventricular (lv) lead was attempted but all selectable lv branches showed poor thresholds, and no suitable implantation site was available. The lv lead was removed and replaced with a left bundle branch (lbb) lead, which was not implanted due to ¿poor or no pacing capture threshold.¿ it was noted that when the lbb lead was initially placed, no issues were observed in the final measurements. However, after pocket irrigation was performed and all leads were connected to the device body, only the lbb lead failed. Testing was performed which showed high out of range pacing impedance and pacing could not be measured. It was judged to be a fracture, but the timing of the fracture was unknown. When the lead was out of the patient, the impedance of the lead alone was measured using an analyzer which displayed high out of range pacing impedance. A different lead was implanted. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.